Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the root cause of the loss of image was unable to be identified, as the event was unable to be reproduced during the device evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. There was no abnormality found in the image appearance. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image disappeared while using the s6 camera head connecting unit. The issue occurred during the therapeutic procedure (transurethral pyelpelvis ureteral coagulation hemostasis), there was a delay of a few minutes, and the procedure was completed with the same set of equipment. There was no patient harm associated with the event.